Event description:
Boston scientific received information that this left ventricular (lv) lead displayed out of range impedance measurements greater than 2000 ohms and a loss of capture (loc). A programming change was performed to turn of lv pacing at this time. There were no adverse patient effects reported. A request for additional information has been sent.

Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Additional information was received that it was found that this left ventricular (lv) lead was fractured due to subclavian crush. The patient was experiencing some fatigue because the lv pacing was turned off, but no adverse patient effects reported. A lead revision was performed in which the lead was capped and replaced successfully with another boston scientific left ventricular (lv) lead.

Manufacturer narrative:
The lead remains implanted and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.